Manufacturer narrative:
The technician replaced the roller guide and lower pivot bolt to repair the stretcher.

Event description:
Info received indicates the left siderail is missing the roller guide and lower pivot bolt, preventing the siderail from latching.